Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer's husband alleges that his wife slipped out of the chair and fell to the floor. She was very weak due to severe anemia.